Event description:
On (B)(6) 2013, I had a bardport implantable dual MRI port implanted in my left subclavian. It worked perfectly for the first year, then it stopped working. The product code is (B)(4), lot number is reue1078. In (B)(6) 2014 I had to have an invasive procedure, called a pta done, it didn't help. , or fix the problems. In (B)(6) 2015 the product began to cause me severe pain. In the last year the pain has gotten progressively worse and now it causes a great deal of discomfort. My primary physician has decided that it has to be removed, so now I get to have my chest cut open, yet again, to remove a product that was supposed to make my life easier and better. Pta (B)(6) 2014, performed at (B)(6) medical center, by dr. (B)(6), I had numerous flushes performed, once a month from (B)(6) 2014 through (B)(6) 2015 performed at (B)(6) center, by rn (B)(6) the second saturday of every month from (B)(6) 2014 through (B)(6) 2015. She was the one who told me the prot was no longer working, she couldn't' get any blood draw-back.